Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4 (it should be blank). Additional information added to field: d8, and h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction of inadequate water filter handling or inadequate water supply piping disinfection after water filter replacement was confirmed. Additionally, the water filter had not been changed, causing the water flow to be weak was found during device evaluation. Based on the results of the investigation, it is presumed that for the event flow of water supply in reprocessing basin is weaker than before was due to user continued to use a water filter that had expired its replacement date for a long period of time, causing the filter to become clogged and making it difficult for water to flow. It was confirmed that the user did not change water filter. The time to complete reprocessing reduced from 55 minutes to 48 minutes by replacement of external filters. Whereas it is presumed that for the event water filter had not been changed occurred due to user possibly did not read instructions for use carefully and lacked knowledge on the equipment. However, a definitive root cause could not be determined. The user can detect and prevent the suggested event by handling the equipment in accordance with the following IFU. Gt9882 oer-elite operation manual. Chapter 8 replacement of consumable items 8.4 replacing the water filter (maj-824 or maj-2318). Warning: replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor exhibited poor reprocessing due to inadequate water filter handling or inadequate water supply piping disinfection after water filter replacement. There were no reports of patient harm.